Event description:
The patient presented to the emergency center with complaints of syncope. The patient was taken to the cath lab where it was discovered that the right ventricular pacer lead was fractured.